Manufacturer narrative:
The reported event of slot #2 on the ubc not charging along with a red icon was confirmed. (B)(4) was evaluated by technical services and the reported issue was verified. Visual inspection of the ubc's power supply printed circuit board (pcb) revealed burn marks, corrosion, and fluid residue around several components in the channel 2 charging circuitry. Corrosion and fluid residue were also noted in several other areas of the pcb. Damage was to the housing was also found along with minor corrosion on two of the pocket cable assemblies. The unit was scrapped. The root cause of reported event appears to be related to fluid ingress onto ubc's power supply pcb. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charge is not charging in slot #2. There were no alarms reported and the unit was not in use on patient at the time of the event. No additional information was provided.